Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was dropped and became cracked, rendering the display nonfunctional and preventing shutdown through on-screen navigation; a replacement device was shipped and the patient initiated backup therapy, with blood glucose reportedly unaffected. Symptoms included no reported adverse health effects. Outcomes included no impact to clinical status and no need for medical intervention or hospitalization. Investigation included collection of user report and device history review, along with coordination for device return and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with accidental impact, with no indication of a software or control malfunction and no effect on insulin delivery reported. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.